Event description:
Per the clinic, the patient experienced a loss of communication to the internal device. The patient also experienced medical symptoms including dizziness, infections and pain at the implant site. Additionally, it was reported that a medical consultant believed he could see the electrode lead in the external ear canal via use of a microscope; however, reports could not be confirmed. The implanted device remains insitu. Additional information was requested; however, not made available as of the date of this report.